Event description:
Procedure type: low anterior resection. According to the reporter: the ralc staple line opened up after the instrument fired. The surgeon said the staples did not completely form and hold the tissue together. The staple line on the rectum opened up after the device was fired. The surgeon used a contour stapler to remove the defective staple line. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).